Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection did not reveal any anomalies with the exception of damages consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, intermittent capture on the right ventricular (rv) lead was noted. The lead was explanted and replaced, during the revision procedure, lead insulation damage was observed. The patient was stable with no adverse consequences.